Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately one year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085129.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. Additionally, the leads also migrated and were dislodged from the ipg. The patient underwent a scs lead replacement procedure. During procedure, it was noted that one of the ports was not hexed down properly. The patient was doing well postoperatively. The explanted products were disposed by the medical facility.